Event description:
The device was used during a laparoscopic cholecystectomy, the device was damaged and unable to be utilized before the case started. No pt consequences. Case completed with another device of the same product code.